Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 5, 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter started reading inaccurately at 7:45am on (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of "107 mg/dl" on the subject meter compared to "80 mg/dl" on a laboratory device performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs's accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). He denied making any immediate changes to his usual diabetes management routine. He also denied experiencing any symptoms as a result of the alleged issue. He reported that on the morning of (B)(6) 2015, he administered 2 additional units of apidra insulin. He denied using any other device to check his blood sugar levels. During troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient described following the correct testing steps. The csr also noted that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged issue caused or contributed to a serious injury. The patient did not develop any symptoms suggestive of severe hypoglycemia, nor did he receive medical intervention for any symptoms. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.